Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds and decreased r waves. It was suspected that the patient had infarcted at the implant site, which resulted in the change in lead performance. The lead was capped. During the replacement procedure, the physician attempted to place a new lead, but discovered that the patient's subclavian vein was occluded. A new system was implanted on the opposite side. No further patient complications have been reported as a result of this event.